Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported shock, dyspnea, and fatigue were likely cascading effects of the reported recurrent mr. The reported patient effects of mitral regurgitation, tissue injury, shock, dyspnea, and fatigue, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, 3 mitraclips were implanted successfully. The mr was reduced to grade 1-2 post procedure. On (B)(6) 2025, severe recurrent mr of grade 4+ was reported due to single leaflet device attachment (slda) of medial clip from anterior leaflet. The patient returned symptomatic with dyspnea, fatigue and cardiogenic shock. A tissue damage was also observed. On (B)(6) 2025, a non abbott device was placed in the anatomy. There was no clinically significant delay.

Event description:
On (B)(6) 2025, a patient was presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, 3 mitraclips were implanted successfully. The mr was reduced to grade 1-2 post procedure. On (B)(6) 2025, severe recurrent mr of grade 4+ was reported due to single leaflet device attachment (slda) of medial clip from anterior leaflet. The patient returned symptomatic with dyspnea, fatigue and cardiogenic shock. A tissue damage was also observed. On (B)(6) 2025, a non abbott device was placed in the anatomy. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.